Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the graftmaster 4.0 x 16 mm was used to seal a perforation in the right coronary artery caused by another device. The covered stent did not completely seal so a second 3.50 x 26 mm graftmaster covered stent was deployed to successfully seal the perforation. There was no adverse patient sequela. No additional information was provided.